Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, unexpected restart, rewind and displacement tests. However, the pump alarmed compromised force sensor resistor during the basic occlusion test due to a slightly loose drive support disk. The pump was received with a corroded battery tube. The pump was received with a cracked case at the display window corners, a cracked case at the reservoir tube window corners and cracked battery tube threads. The pump was received with a broken reservoir tube lip and belt clip slot, as well as minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor. The customer is off the pump and currently treating with shots. The customer's blood glucose was 210mg/dl. The customer stated the drive support cap is loose. The customer was advised to discontinue use of the pump and revert to back up plan.